Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl. Reportedly, the customer's mother gave carbohydrates and juice to the customer to treat low bg because the customer was unable to stand. The customer alleged that basal-iq did not suspend when the customer experienced the low bg. Although requested, the customer did not upload pump data for analysis and did not respond to follow up attempts by tandem technical support to determine the cause.